Event description:
Customer reportedly received result of 470 mg/dl on compact plus system 1 and result of 188 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).